Event description:
Description of event according to initial reporter: (B)(6) 2022 - two of the secondary legs are flipped up. They tried to retrieve it but were unable to do so. Patient outcome: another procedure ( retrieval procedure) will take place on (B)(6) 2022 to try again to retrieve it.